Event description:
Note: this manufacturer report pertains to the second of four devices used during the same procedure. It was reported to boston scientific corporation that four capio slim devices were used during a transvaginal cystocele repair procedure performed on (B)(6) 2021 to treat cystocele. Reportedly, when attempting to do the contralateral side of the patient, the capio carrier would not retract and the dart would not load into the cage inside the patient. It was also reported that the device would not fire correctly outside the patient. Three more devices were opened and the same problem occurred. The procedure was completed through unilateral fixation. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of retraction problem. A capio device was returned with no deployment suture. A visual examination of the returned capio slim device revealed that the device had dry blood at the distal area which confirmed that it was used and manipulated. The 10 riveting pins were in place. There were no issues noted with the handle, the shaft and the head tip. However, the carrier was noted to be severely kinked/bent. A functional analysis was also performed and revealed that the carrier was actuated three times and it extended without any issues; however, it failed to retract due to the condition of kinked/bent carrier. It was also actuated three times with the suture and the needle entered in the catch slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, it was observed that the device had the carrier bent/kinked which resulted in the carrier retraction problem observed, and could be due to procedure practices such as user technique, handling, or excessive force applied to place the carrier against the ligament. Thus, the alleged complaint of carrier retraction problem is confirmed. However, the reported complaint of carrier failure to extend could not be confirmed as the carrier extended without issues. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure due to the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of four devices used during the same procedure. It was reported to boston scientific corporation that four capio slim devices were used during a transvaginal cystocele repair procedure performed on (B)(6) 2021 to treat cystocele. Reportedly, when attempting to do the contralateral side of the patient, the capio carrier would not retract and the dart would not load into the cage inside the patient. It was also reported that the device would not fire correctly outside the patient. Three more devices were opened and the same problem occurred. The procedure was completed through unilateral fixation. There were no patient complications reported as a result of the event.